Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient was not able to charge their ipg due to charger communication issues for about a month. Ipg¿s battery was too low to turn on the stimulation. Manufacturer's representative met with the patient and troubleshoot with another charger. It was confirmed the ipg was inoperable. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
(B)(6). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated surgical intervention was undertaken wherein the ipg was explanted. This addressed the issue.